Manufacturer narrative:
Patient's age and weight are not known. (B) (4). The evaluation of the returned reload showed that the cover and the tissue bumps had sustained some damage. The damage to the cover could have occurred when the reload was being removed from the concomitant device (i60 stapler). It is not known how the tissue bumps became damaged, but this damage could have interfered with the deployment of the knife, resulting in the reported "no cut" condition. Complaint will be monitored. (B) (4)

Event description:
After an ir60b reload had been fired in a laparoscopic gastric bypass procedure, it was observed that while the staples were well formed, the tissue had not been transected. Another device was subsequently used to transect the tissue. There were no adverse effects to the health of the patient.